Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular checks by customer, the cardiosave intra-aortic balloon pump (iabp) has a low pressure error. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse run all the tests. The pim test is failing, as the leakage test is not passed. Opened the pim and safety disk for any contamination, it is found clean and refitted again. Run the manifold test, now all the test are passed including the leakage test. Run the machine on test lung for 2 hours. No issue is observed now, machine working ok.

Event description:
N/a.